Event description:
It was reported that during a laparoscopic cholecystectomy, there were issues with the bladed trocar. The device experienced a disengaged seal and a failure of the lock, resulting in the blue rubber detaching from the trocar. The procedure was performed without any injury to the patient, and no additional operation was required to correct the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, the trocar experienced a disengaged seal and failure of the trocar to fit resulting in the blue rubber detaching from the trocar. Another product from the same company was used to resolve the issue. The procedure was performed without any injury to the patient, and no additional operation was required to correct the issue.